Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door assembly being broken in its latch area. The door assembly was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.